Event description:
Rep reported that the pt had the device removed from an initial infection reported in complaint (B) (4), when the device was removed, the pt was revised with a clear evd bactiseal. The pt sustained another infection, which according to a pathology report, it was a coagulous negative staff infection. As a result, the evd was removed. The pt was treated and recovered from the infection and had a new shunt system with bactiseal implanted. It was also reported that the evd is not available or investigation as it was discarded.

Manufacturer narrative:
It has been communicated that the device info is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specifications prior to release. If anything, otherwise, is found, then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.